Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province:(B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Firstly, cardinal health contacted liberator from medical supply and they further contacted company. Afterwards receiving this report, the consumer was contact directly for further information. Patient information: patient city: (B)(6). Patient state/province: (B)(6). Patient postal code: (B)(6). Patient phone: (B)(6). Patient country: united states based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
This emdr is being submitted for an unknown quantity of wafers from an unknown number of market units that had an off-centered starter hole. It was reported by the retailer that wafer had off centered starter hole. The customer was contacted directly afterwards. The end user stated that he was a long-time user and recently received products with off-center openings. Also, clarified it was the opening and not the mass assembly. Also, mentioned that when the end user initially noticed the off-center openings, he used them. With one occurrence, end user had experienced bleeding from the stoma due to it rubbing against the stoma. The bleeding occurred at the distal end of the stoma, but no visible cut or laceration could be observed. The amount of bleeding was not quantifiable, but it was enough to turn the water in the toilet red. The bleeding stopped by itself without any intervention, and medical assistance was not required. No photo was available at this time.